Event description:
This is a report of a colleague infusion pump with a damaged battery. The reported condition occurred upon power up. There is no patient involvement, injury, or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the assignable cause for the reported problem was determined to be depleted batteries resulting from user error.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).